Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to that a female patient experienced halos and glare on her right (od) eye that had been implanted with zxr00 intraocular lens (iol). Initial implant date was (B)(6) 2016. It was noted that the patient had a yag capsulotomy; however, the date of the yag procedure was not provided. Visual acuity pre implant 20/80 cc (distance). Visual acuity post implant 20/20-2 sc (sans corrected) (distance). The lens remains implanted and no explant or other medical intervention is scheduled. No further information has been provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.